Manufacturer narrative:
A system displaying the ¿replace generator soon¿ message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system was updated to resolve the issue. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated a wireless software update was performed clearing the message. The device is providing therapy

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017

Event description:
It was reported the elective replacement indicator (eri) message displayed for the ipg on external devices. The device had the appropriate level of battery voltage to provide therapy. Additional information is pending to confirm the issue.